Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stall notifications that reappeared after each restart, and the user subsequently performed a pump rewind and completed a supply change with reported infusion set lot ¿3340.¿ symptoms included no reported changes in blood glucose. Outcomes included continuation of insulin therapy after the supply change. Investigation included customer service troubleshooting and education, including guidance to restart, rewind, and perform a dry run, with user-reported completion of a supply change. Investigation of this case revealed a consecutive stalled motor alert consistent with an insulin delivery interruption, with resolution after supply change; no device damage or patient injury was reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient delivery obstruction or set-related issue that was mitigated by the supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.